Manufacturer narrative:
The unit did not have a battery installed when received. Unit alarmed a33 during the prime/a33 test at 4.0 lbs due to due to faulty fsr (gold). Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the dat test due to a33 alarm. All operating currents are within specification. Off no power alarm functions properly. Unit passed the displacement test, rewind, self test and a21 error test. Unit uploaded properly using carelink. Unit had minor scratched display window, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: (the date of death was not specified in the customer notes.) There is no data available due to the unit did not have a battery installed when received. (B)(4).

Event description:
It was reported that customer passed away. No other information was obtained due to contact information not being valid. MDR was created in order to report failure analysis findings.